Event description:
It was reported that the 9900 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The failure could not be duplicated. The customer turned the system off and on several times without any problems. The system was found to be working as intended and put back into service.